Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported error codes 353.7200 351.6750. There was no patient involvement.

Event description:
It was reported error codes 353.7200 351.6750. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician replaced force sensor, right handle, spring latch and cleaned linear sensor. Syringe split nut recall action completed. Device history record a review of the device history record showed the device had a manufacture date of (B)(6) 2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.